Event description:
Procedure: lap hernia repair. According to the rptr: pediport (top) broke into pt. Pieces were then removed successfully. Several pieces had to be removed from pt. No complications other than extension of case approx 30 mins. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc.

Manufacturer narrative:
(B)(4).